Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2610- failure to fire was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a premature ventricular contraction ablation procedure using an 8f sheath. Reportedly, the prostyle device would not "catch" [cuff miss]. The patient had a very sclerosed vessel, and this failure was due to the plaque formations in the vessel, not the device itself. An angioseal was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report #(B)(4).

Event description:
User facility medwatch report received that states, "abbott 6fr perclose was unsuccessfully deployed, through which an 8fr angioseal was successfully deployed." No additional information was provided.